Event description:
43-yr-old female had bilateral removal of silicone implants with capsulectomies. She also required capsulectomies. Her complaints were of severe chest wall pain with radiation to back and shouldler. She also complained of myalgia, joint pain, and night sweats. The right implant had a volume of 130 cc, bilumen filled with silicone gel; appears intact with dacron patch. The surgeon noted a baker ii capsule.